Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the flash 3 firmware upgrade rf telemetry failure advisory notice issued by abbott on 8 january 2020.

Event description:
It was reported the patient presented in clinic with their implantable cardioverter defibrillator that showed failure to interrogate via radio frequency (rf). Rf was restored, the device was repaired to a transmitter and a successful transmission was sent. The patient was stable.